Event description:
It was reported by the healthcare provider that this right ventricular (rv) lead exhibited high out-of-range shock impedance. The values were as follows: distal coil to proximal coil = 184 ohms; distal coil to can = 88 ohms; proximal coil to can = 186 ohms. The values had increased from 167 ohms, 83 ohms and 174 ohms respectively. The shock impedance trend was not available as the implantable cardioverter defibrillator (ICD) system was implanted in the united states and was not compatible with the canadian latitude system. It was planned to have the patient reviewed at the next physician rounds. The rv lead remains in service.